Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow up, it was noted that the device was in backup mode. The device was reprogrammed to resolve the event and the patient was stable with no adverse consequences reported. Further information was requested but not yet available.